Event description:
The manufacturer received information alleging device was making a noise where the o2 is connected. There was no harm or injury reported. Onsite service visit was made by field service engineer (fse) and found an error code related to the o2 proportional valve being stuck closed or open. The device's oxygen blending module subassembly and harness were replaced to address the issue.

Manufacturer narrative:
The manufacturer previously reported information alleging device was making a noise where the o2 is connected. There was no harm or injury reported. Onsite service visit was made by field service engineer (fse) and found an error code related to the o2 proportional valve being stuck closed or open. The device's oxygen blending module subassembly and harness were replaced to address the issue. Replaced oxygen blending module subassembly and harness were sent to philips product investigation lab (pil) for investigation and were unable to confirm a failure of the oxygen blending module subassembly or harness. Pil tested the trilogy evo oxygen blending module subassembly on the pil trilogy evo oxygen blending module test station and passed all testing. Pil concluded that the oxygen blending module subassembly operated as designed. Pil tested the oxygen blending module harness on the pil trilogy evo multifunctional test station and passed all testing. Pil concluded that the oxygen blending module harness operated as designed.